Manufacturer narrative:
The customer reports that the central nurses station shut down and rebooted without cause. Device has been returned to nihon kohden for evaluation. The unit was cleaned and evaluated. The reported problem of "shutting down and rebooting" could not be duplicated through testing, trouble shooting and extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per operator's service manual and the unit operates to manufacturer's specifications.

Manufacturer narrative:
The customer reports that the central nurses station shut down and rebooted without cause. Device is being returned and evaluation will be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the central nurses station shut down and rebooted without cause.